Manufacturer narrative:
It was reported that the surgiphor bottle cracked during a total knee arthroplasty procedure while being squeezed for application. There was no injury to the patient or user. Note, the date of event is considered to be a best estimate as (14-nov-2025) based on the date of awareness. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor bottle cracked during a total knee arthroplasty procedure while being squeezed for application. There was no injury to the patient or user.

Manufacturer narrative:
It was reported that the surgiphor bottle cracked during a total knee arthroplasty procedure while being squeezed for application. There was no injury to the patient or user. Note, the date of event is considered to be a best estimate as (14-nov-2025) based on the date of awareness. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). This supplemental MDR is submitted to document the results of investigation performed to analysis root cause. Based on the photo and information available, the reported event has been confirmed. A definitive cause of the cracked bottle could not be determined. Review of manufacturing records was not performed as the lot number was not provided. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor bottle cracked during a total knee arthroplasty procedure while being squeezed for application. There was no injury to the patient or user.